Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump are harder to press sometimes and have unexplained no delivery alarms. The customer's blood glucose level was unknown. The customer also reported that sometimes insulin pump won't turn on after changing batteries and back light was dimmer. The customer also stated that insulin pump was locked up a couple of times. The insulin pump will not be returned for analysis.